Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield skull clamp did not hold pressure; it slipped, and cut patient's head. It is unknown if the device failure led to surgical delay. Additional information has been requested.

Manufacturer narrative:
UDI: (B)(4). Mayfield modified skull clamp was returned for evaluation (a1059). The reported complaint was not confirmed. The functional testing of the device could not duplicate the reported condition. When unit is properly positioned and put under pressure unit would not have slipped. Preventative maintenance and cleaning required at this time. This device exceeds its expected life of 7 years (manufactured in 2008). Additional information received indicated that patient undergone sub-occipital craniotomy with posterior cranial fossa neoplasm resection. Patient's head slipped while clamped in mayfield causing laceration that required repair. Another skull clamp was used to complete the procedure with no further incident.